Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following: "as with all prosthetic heart valves, serious adverse events, sometimes leading to death, may be associated with the use of tissue valves. In addition, adverse events due to individual patient reaction to an implanted device, or to physical or chemical changes in the components, particularly those of biological origin, it may occur at varying intervals (hours or days), necessitating reoperation and replacement of the prosthetic device." Structural deterioration is listed as a potential adverse event in the IFU. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Edwards received notification that a patient with a 19mm aortic bioprosthetic valve implanted six years and two months ago, is now showing signs of severe aortic stenosis. Surgical intervention has been considered.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up.

Event description:
Edwards received additional information through follow up with the healthcare provider. The patient underwent intervention due to calcific structural degeneration leading to severe stenosis and mild regurgitation after an implant duration of six (6) years and one (1) month. The patient was (B)(6) at the time of the implant. The patient presented with symptoms of severe aortic stenosis due to valve degeneration. On echo, there was mild aortic regurgitation and peak aortic gradient was higher than 90mmhg (mean 50mmhg) with a preserved lv function (ef 55%). Reportedly, the patient was scheduled for a tavi procedure because she was not suitable for a redo savr due to a small cerebral stroke she had a the time of surgery. However, the patient finally went on surgical surgery where a mechanical non-ew valve was implanted. The patient died during operation, unable to be weaned off bypass.